Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control downloaded the electronic records from the customer¿s device and observed a series of three test shocks were performed into a 50 ohm test load. The first shock appeared to be a normal 200 joule shock. The next two shocks were annotated as ¿shock abnormal¿. The test log indicates that each subsequent user test and self-test failed.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation therapy. No further details were provided by the customer. It is unknown if the reported issue was associated with patient use. Physio-control contacted the customer in order to obtain additional information about the event and whether the reported issue occurred during patient use, however, the customer advised that no further details are available. Upon evaluation of the customer's device, physio-control observed that the customer¿s device delivered a monophasic shock of 8.6 joules at the 10 joule setting. In addition an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
The initial medwatch report indicates: event date: (B)(6) 2018. The initial medwatch report should indicate: event date: (B)(6) 2018. Additional information: h6: physio-control further evaluated the removed therapy pcb assembly. It was determined that the cause of the reported issue was due to an electrically shorted transistor, designator q11. This resulted in the therapy pcb assembly delivering a monophasic defibrillator output shock at approximately 80% of the selected energy when tested.

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation therapy. No further details were provided by the customer. It is unknown if the reported issue was associated with patient use. Physio-control contacted the customer in order to obtain additional information about the event and whether the reported issue occurred during patient use, however, the customer advised that no further details are available. Upon evaluation of the customer's device, physio-control observed that the customer¿s device delivered a monophasic shock of 8.6 joules at the 10 joule setting. In addition an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device failed to deliver defibrillation therapy. No further details were provided by the customer. It is unknown if the reported issue was associated with patient use. Physio-control contacted the customer in order to obtain additional information about the event and whether the reported issue occurred during patient use, however, the customer advised that no further details are available. Upon evaluation of the customer's device, physio-control observed that the customer¿s device delivered a monophasic shock of 8.6 joules at the 10 joule setting. In addition an event code logged in the device's memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.